Event description:
It was reported that a spectrum pump over infused during patient therapy. The pump was programmed for 50 ml/hour (medication not provided) and infused almost double. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy at a rate of 50ml/hr for a volume to be infused (vtbi) of 50 ml. The total amount infused was 50.905 ml, for an error percentage of 1.81 %, which is a passing result. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.